Event description:
The MFR received info alleging a ventilator's ac inlet connector was damaged. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was continued. The device's ac inlet connector was replaced to address the issue. This program is being undertaken to address FDA warning letter 12-phi-01.